Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window.

Event description:
It is reported that the patient's insulin pump experienced excessive no delivery alarms. The patient's blood glucose level is 209mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.